Event description:
On (B)(6) 2012, the distributor contacted animas and stated that the keypad buttons were unresponsive. There is no additional information available for this complaint. There was no adverse event associated with this complaint. This complaint is being reported due to the alleged keypad issue.

Manufacturer narrative:
The pump has not been returned to animas for evaluation. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time. (B)(6).

Manufacturer narrative:
(B)(4): on investigation, there is no peeling or visible damage of the keypad. Testing confirmed the up and down arrow keypad buttons respond intermittently and require excessive force when pressed to evoke a response. All of the other buttons on the keypad respond appropriately when pressed and have normal spring back or click. The keypad was removed to investigate revealing contamination under the contacts of all the buttons. Unrelated to the complaint, evaluation revealed a discolored display screen, which has no effect on insulin delivery function. The owner's booklet instructs the user to call animas customer service if the user suspects that the product is damaged.